Manufacturer narrative:
The patient declined further attempts to obtain complete patient and event information. Date of event is estimated. Attempts were made to obtain complete information. Further information was not provided. It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported that the patient stopped recharging their scs ipg per manufacturer recommendation. In turn, the patient became unable to communicate with external devices or provide therapy, deeming it inoperable. In turn, the patient underwent surgical intervention on (B)(6) of 2017 wherein the scs ipg was explanted.